Event description:
It was reported that the pt died 15 years ago. The date of death, cause of death and relationship to the device was not reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Add'l info has been requested from the hcp, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
(B) (4); (B) (4).